Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23657. It was reported the patient was not receiving effective stimulation from her scs system. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient reports the device is malfunctioning (unknown which device). The patient also indicated she experienced "shocks and burning sensation" (unknown location and device). Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient¿s scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant. Subsequently, the patient underwent surgical intervention where her entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.